Manufacturer narrative:
(B)(4). None available.

Event description:
It was reported that the right atrial lead dislodged. The lead was capped and replaced. No patient symptoms or additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
New information reported on 08/01/16 stated that the patient complained the lead had been dislodged for years and the physician also suspected the lead had dislodged. During the lead revision procedure. The lead was noted to be in the perfect position but loss of capture and sensing was noted. The patient tolerated the procedure well.